Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing data indicated possible false asystole.

Event description:
It was reported there was oversensing and asystole episodes were noted. Review of device data showed nine fvt (fast ventricular tachycardia) episoded and more than 1000 asystole episodes. A programming change and check of sutures was suggested. The device is still in use. No patient complications were reported as a result of this event.